Event description:
During surgery on this date for turp and removal of bladder stones for urinary retention, it was noted that the iglesias' loop had broken such that only the two prongs were visible outside of the scope. A piece of the loop was noted to be on the bladder floor and removed intact. Review revealed that no injury occurred to the patient from the broken device. Dates of use: 2008.